Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose level was 400 mg/dl. The customer was treated using shots and had insulin drip in the hospital. The customer was admitted to (B)(6) memorial hospital on (B)(6) 2014 and was released after 3 days. The customer was advised to gather information and insulin pump and call back for troubleshooting.